Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 24 hours after implant, the left ventricular (lv) lead dislodged back into the coronary sinus. It was also noted that the right ventricular (rv) lead thresholds increased to high measurements. Both leads were repositioned and remains in use. A chest x-ray confirms the revision of the lv lead was successful. No patient complications have been reported as a result of this event.